Event description:
It was reported that the machine smoked and is not functional. No pt injury reported.

Manufacturer narrative:
(B)(4) inspection and analysis of the unit was completed. Field service engineer visited site and found the IV pole pcb went out. The IV pole pcb was replaced. Unit meets amo specs. Printed circuit board assembly, IV pole. There is no pt involvement.